Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed which was treated by angle matching and two units of blood infused. The bleed had occurred with patient being rolled. The pump remained on for just under 2 weeks.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop investigation. Based on clinical description, bleeding at impella access site observed when patient rolled over and blood transfusion, angle matching done to resolve bleeding. The cause of the access site bleeding issue was patient movement due to patient rolling over during support per clinical.